Event description:
It was reported that during a surgical procedure, three burs were blunt. It was also reported that there was a five minute delay and that there were no adverse consequences to the patient as a result of this event. It was further reported that another bur was available to complete the procedure.

Manufacturer narrative:
The burs subject to this event have not yet been returned to the manufacturer for eval. Lot number information has not been provided to permit further investigation. The root cause is undetermined.